Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data are unable to confirm hypoglycemia on the reported event date, as the cgm sensor failed prior to the event and was not replaced, and no bg values were entered into the ilet. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. A "fill tubing only" process was completed approximately 20 minutes after the cgm sensor failed, priming a total of 17 units. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The user failing to promptly replace their cgm sensor or enter bg values into the ilet contributed to this hypoglycemic event, as the ilet was unable to suspend insulin delivery in response to the hypoglycemia. The user may have been connected to the tubing during the fill tubing only process, which would have resulted in excessive insulin delivery and may have contributed to this hypoglycemic event. Having the device volume set to "off" may have contributed to the severity of the event.

Event description:
On 10/9/2024, an ilet user's healthcare provider (hcp) reported the user experienced a low blood glucose (bg) resulting in hospitalization. The event occurred on 10/6/2024. The hcp reported the user experienced low bg after the dexcom g7 continuous glucose monitor (cgm) stopped working overnight. Upon waking, the user attempted to treat low symptoms independently while waiting for their daughter to assist with replacing the dexcom g7 cgm. When the daughter arrived, the user was unresponsive due to hypoglycemia, prompting the daughter to call ems. The user was transported to the ER and admitted to the hospital later that day. The user's bg reportedly reached a low of 43 mg/dl. Immediate effects included loss of consciousness, and while in the hospital, treatment included an insulin drip. The user was discharged on (B)(6) 2024 with an additional diagnosis of low kidney function. The user was awaiting further discussion with their hcp and beta bionics clinical diabetes specialist (cds) prior resuming the ilet.